Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated the up and down arrow buttons were sticking and not responding. The customer's blood glucose was 88 mg/dl. Troubleshooting was done. The customer stated that, prior to the keypad issues, the customer was playing tennis in the heat and was perspiring. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with an intermittent button response due to corroded keypad traces. The insulin pump back light functioned properly. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked case at reservoir tube window corner.